Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on with ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's power supply assembly, system controller pcb assembly, and user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed parts and was no longer able to duplicate the reported issue. A further root cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on with ac or battery power. There was no patient use associated with the reported event.